Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead 2012 (B)(6); (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead was not capturing. During the revision procedure, the physician noted that the lead had pulled back some but was still partially in the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.